Event description:
It was reported that a pump did not detect a closed door. It was also reported that there was no pt involvement.

Manufacturer narrative:
(B)(4). The device was received and evaluated by baxter. The reported symptom was confirmed and reproduced. The reported symptom of "constantly alerting to close door" was caused by a failed upper latch switch. The upper auxiliary assembly was replaced.